Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted on (B)(6) 2021. The patient was discharged. In (B)(6) 2025, the patient underwent ventricular tachycardia (vt) ablation. During the procedure, intracardiac echo (ice) was placed over on the left side and a thrombus was noted to be located near the threaded insert of the watchman closure device. The vt ablation was completed, and the patient was placed on eliquis 5mg twice a day and aspirin (asa) 81mg. A transesophageal echocardiography (tee) was performed on (B)(6) 2025, and the thrombus was noted to be still present. The physician had noted that the size of the thrombus had gotten smaller. The patient will continue eliquis/asa and do another tee in 3 months. The 1-year follow-up was reviewed, and no thrombus was present at that time. There was no further patient complications reported.